Event description:
Had allergan silicone implants for 12 years, started having hair loss, vaginal issues, capsular contracture, forgetfulness, aging (face aged around 5-10 years in 6 months), tinnitus, not being able to remember words, was able to get them out on (B)(6) and both were badly ruptured, there was brownish fluid in there also.